Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2017. No injury or medical intervention was reported. No data was available for evaluation. The confirmation of inaccurate cgm values was not determined. A root cause could not be determined. It was reported that the sensor was worn beyond 7 days. Labeling indicates: once inserted, the thin and flexible wire measures your glucose levels in the fluid between your cells (interstitial fluid) for up to seven days. Dexcom g5 sensor sessions last seven days.